Event description:
It was reported that the patient presented for a lead replacement procedure. Upon interrogation, prior to the procedure, it was noted that the left ventricular - lv lead exhibited inappropriate sensing and capture of the atrium. An x-ray was performed and the atrial lead was found to be dislodged. The lead was explanted and the patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, oversensing and failure to capture. As received, a complete lead was returned in one piece. The reported events of oversensing and failure to capture were not confirmed. Electrical testing and visual inspection found no anomalies except for procedural damage.